Manufacturer narrative:
The customer reported that a patient was admitted from the ER to telemetry and was waiting for a stent. The patient went into vtach which triggered a red alarm however the staff did not respond to the alarm but the patient reverted back to normal on their own. The patient went into vtach again and the staff again did not respond to the alarms. By the time the patient was discovered he was on his way to cardiac arrest and he eventually did arrest. The customer's defib did not work (another vendor's defib) which delayed care by 6 minutes. The patient subsequently died. Per philips field personnel the philips equipment worked per specification per review of the alarm logs. The customer also stated that no philips device caused or contributed to the patient death. Per the customer has said to philips that our equipment is not responsible and outcome was related to their poor nursing care which contributed to the patient¿s cardiac arrest and subsequent death. The philips device alarmed and the alarms were ignored by the assigned staff. Since this a sensitive issue internally the customer did not want the issue to be investigated further by philips. The hospital¿s investigation showed the equipment alarmed and their staff ignored the alarm. The customer told the philips account manager about the incident because they wanted philips to help them with alarm management issues and in reconfiguring their equipment. They were not expecting any further response from philips.

Event description:
The customer reported that a patient was admitted from the ER to telemetry and was waiting for a stent. The patient went into vtach which triggered a red alarm however the staff did not respond to the alarm but the patient reverted back to normal on their own. The patient went into vtach again and the staff again did not respond to the alarms. By the time the patient was discovered he was on his way to cardiac arrest and he eventually did arrest. The customer's defib did not work (another vendor's defib) which delayed care by 6 minutes. The patient subsequently died. Per philips field personnel the equipment worked per specification per review of the alarm logs. The customer also stated that no philips device caused or contributed to the patient death. It was reported that there was a patient death.